Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has passed away at home. The cause of death is unknown; the caller was unsure. The caller stated that the night prior to passing, the customer had low blood glucose. The caller noted that the customer had been having high blood glucose levels and the customer's heal care provider had been making adjustments to the customer's insulin pump. The customer had just put the insulin pump back on the day before passing. The customer had low blood glucose around midnight the night before passing. The recorded blood glucose value was 63 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller no longer had the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent.